Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tube was torn. It is likely that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tube should be secured on the neck using lanyard as per drawing to reduce the burden or load subjected to the tube that came from the circuit that connected to the tubing, and the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release from the manufacturing facility.

Event description:
Customer complaint alleges "rt states the comfort flo plus cannula tubing tore." Alleged issue reported as occurred during use. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "rt states the comfort flo plus cannula tubing tore." Alleged issue reported as occurred during use. There was no report of patient injury or consequence.